Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819049) on 12-nov-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ("asthenia") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced asthenia (seriousness criterion medically significant) and musculoskeletal pain ("joint and muscle pain"). At the time of the report, the asthenia and musculoskeletal pain had not resolved. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of asthenia ("asthenia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced asthenia (seriousness criterion medically significant) and musculoskeletal pain ("joint and muscle pain"). At the time of the report, the asthenia and musculoskeletal pain had not resolved. The reporter provided no causality assessment for asthenia and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.